Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: on or about (B)(6), 2009, pt was implanted with components of the asr system into the right hip. Following each surgery, pt's wounds healed without infection, x-rays showed the asr system components to be, initially, properly positioned and affixed, and the prostheses suffered no unexpected impacts. Pt will require a hip replacement surgery as a result of complications caused by the effective asr implant. She is currently making arrangements with her orthopedic surgeon.